Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any damages or non-conformance that could have contributed to the reported event. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this process, applied medical is currently researching possible enhancements intended to further minimize the potential for this type of event to occur. This report is combined initial and follow-up report.

Event description:
Name of procedure being performed: sleeve gastrectomy. Detailed description of event: dr [name] is a current user of our epix disposable scissors. He informed me that he has had some experience with our scissors not being very sharp. He wasn't able to provide specific details about the date this occurred, only that he has had experience with our scissors being dull in the past. He informed me this is something that he noticed but no serial/lot numbers were provided. Please contact me for any more information. Additional information provided by [name] on 12 august 2021: after speaking with the surgeon, he mentioned that he noticed our scissors being blunt 2 or 3 times. He couldn¿t recall the time frame that it occurred. They use our bariatric length disposable scissors ((B)(4)). Apologies for not having more concrete information but it was just something that he mentioned to me when I first met him in the field. Patient status: no effect on outcome. Type of intervention: ni.